Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the clock on the medstation was one hour ahead, affecting user medication pull times. A technical support specialist (tss) dialed in, confirmed the incorrect time, updated the time zone, and corrected the system time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed an incorrect time, with the station's clock showing one hour ahead. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.